Manufacturer narrative:
Block h6: imdrf device code a15 captures the reportable event that the clip would not release from the catheter. Imdrf patient code e2114 captures the reportable event of perforation.

Event description:
It was reported to boston scientific corporation that a resolution 360 clip was used in the colon during an unknown procedure performed on (B)(6) 2025. During the procedure, the clip was fired and made a proper sound, but the clip did not actually fire which caused a hole in the patient's colon bigger the procedure was completed with another resolution 360 clip.